Manufacturer narrative:
Device received error 38 during rewind, problem isolated to motor assemblies. Unable to perform displacement test, prime or seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38. Device tested outside the device and received pump error 38 at rewind. Unable to verify no delivery or occlusion alarm due to rewind anomaly. Test infusion set or p-cap locks in properly. Device received with pillowing keypad overlay and minor scratches on case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had piston not work correctly. The customer¿s blood glucose was unknown mg/dl. Customer stated that fill tube process was performed and the drop of insulin did not confirmed. Customer stated that insulin pump was received insulin flow block alarm. Customer stated that self test was performed and there was no problem with self test. The device will be returned for analysis.